Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged dizziness, difficulty in breathing. There was no report of patient harm or injury. The device was returned and could not confirmed the customer allegation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to the device's sound abatement foam became degraded and caused the patient to have difficulty in breathing, dizziness. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found moderate wear and tear on the rest of the base unit. The base unit pollen filter contained an immense amount of hair like debris, enough to potentially begin reducing proper air intake. The filter housing and inlet area contained a beige and dark dust or dirt contaminant including a fibrous contaminate. The outlet port internal and external surrounding areas contained minor beige and dark dust or dirt contaminate. An internal visual inspection was completed by the manufacturer. The manufacturer found beige and dark dust or dirt contaminant along with some rust colored crusty contaminate in the ui panel rails and rear panel rails of the base bottom plate, beige and dark dust or dirt contaminant on the blower box assembly. The manufacturer also observed some clear contaminate resembling leftover manufacturing plastic particles about 1mm to 2 mm in size from the manufacturing process of the blower box, one larger 7 mm to 8 mm clear plastic particle shaving on the blower housing, minor beige and dark dust or dirt contaminant on the top of the blower motor. The manufacturer located a large amount of deposits consistent with water spots on the bottom of the blower housing, on the floor of the blower box, and in the outlet port of the blower, multiple smaller 1 mm to 4 mm rust colored crusty contaminate particles around the base of the p4 connector and on the bottom panel. The device's downloaded event log was reviewed by the manufacturer and found the following errors error-53, error-191 and error-130. A humidifier was returned along with the device. The manufacturer performed visual inspection of the humidifier and found damage on the p4 plug and surrounding area that is covered in a rust colored contaminate. The rust color contaminates continued onto the inner rear lower lip of the humidifier assembly as well as the rear hinge of the flip lid assembly, on the bottom surface and external screws and bottom surface of the humidifier assembly. The base humidifier latch area contained a beige and dark dust or dirt contaminant along with some rust colored contaminate. The humidifier inlet port contained a beige and dark dust or dirt contaminant including a fibrous contaminate. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer found evidence of 3 types of contamination in the base assembly of which both were found in the air path itself. The manufacturer unable to evaluate allegation of leaking water due to water tank not being returned with unit. A rust-colored crusty contaminant was found in and around base p4 connector and the power supply connector. The rust-colored crusty contaminant is potentially a result of leaking water entering the power cord connector. As a result, a potential burning smell could be noticed and potentially observed as a thermal event. Mineral deposits suggest the use of non-distilled water. Concomitant device: humidifier dsxhcp, sn (B)(6).